Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A post-market surveillance survey was completed on 09/16/2020, about a mtp arthrodesis surgical procedure conducted on (B)(6) 2020. It was reported that paragon 28 mtp trays are too heavy and rips through sterile wrapping. The complaint initiator takes two trays into cases in order to avoid contamination.